Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-26. H6: investigation summary customer returned a single syringe in a polybag labeled for 1.0ml, 31 gauge, 8mm syringes from lot 1039203. The syringe¿s black rubber stopper was not found at the distal tip of the plunger rod. Instead, the stopper was found wedged to one side at the proximal end of the syringe by the opening for the plunger rod. A review of the device history record was completed for batch# 1039203. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the syringe not drawing insulin. H3 other text : see h10.

Event description:
It was reported that 2 bd syringe 1.0ml 31ga 8mm had a deformed stopper and unable to aspirate issues. The following information was provided by the initial reporter :   the consumer reported one syringe has a damaged stopper prior to injection as it was not positioned in the barrel where it normally is preventing him from drawing his insulin. Date of event : (B)(6) 2021; sample : available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd syringe 1.0ml 31ga 8mm had a deformed stopper and unable to aspirate issues. The following information was provided by the initial reporter :   the consumer reported one syringe has a damaged stopper prior to injection as it was not positioned in the barrel where it normally is preventing him from drawing his insulin. Date of event : (B)(6) 2021. Sample : available.